Event description:
Abbott diabetes care received a medwatch report which reported an issue with the adc device. A customer reported that the ¿sensor was reading low in comparison to blood glucose readings via test strip¿ and the comparison is as follows: ¿offset was consistently averaging 35-40 points low in comparison with the test strips when the test strips were reading between 95 and 130¿. The customer further reported that 2 other adc devices failed (unspecified failure) but no further information was provided. There was no report of an adverse event occurring or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported an issue with the adc device. A customer reported that the ¿sensor was reading low in comparison to blood glucose readings via test strip¿ and the comparison is as follows: ¿offset was consistently averaging 35-40 points low in comparison with the test strips when the test strips were reading between 95 and 130¿. The customer further reported that 2 other adc devices failed (unspecified failure) but no further information was provided. There was no report of an adverse event occurring or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported an issue with the adc device. A customer reported that the ¿sensor was reading low in comparison to blood glucose readings via test strip¿ and the comparison is as follows: ¿offset was consistently averaging 35-40 points low in comparison with the test strips when the test strips were reading between 95 and 130¿. The customer further reported that 2 other adc devices failed (unspecified failure) but no further information was provided. There was no report of an adverse event occurring or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.